Event description:
It was reported that a patient treated for an aneurysm experienced multiple complications, including 1a and 1b leaks, neck and iliac dilation, and vessel dilation. The issues were identified during a follow-up visit. The patient underwent treatment involving the use of an endurant 16x10x93 iliac limb with right hypogastric embolization, a non-mdt 30mm x 70mm cuff with three-vessel laser fenestration (right renal, left renal, and superior mesenteric artery), non-mdt stents, and helifx endoanchors. Additionally, a 16x13x93 endurant limb was used to address a 1b leak. The events were attributed to anatomical factors, including neck and iliac dilation. The reported issues were resolved following the interventions, and the devices remain implanted and in service.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following; product ID: etlw1616c82e, serial/lot #:(B)(6), ubd: 22-oct-2020, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.